Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was programmed to have the auto threshold turned off due to high output mode in (B)(6) 2019. In (B)(6) 2020, artifact and inhibition was noted. The patient experienced asystole but the measurement of asystole seconds was not known. This patient was seen in-clinic on (B)(6) 2021 and no further artefact issues were noted. However, the device recorded a lead safety switch on (B)(6) 2020 due to high out of range pacing impedance, measuring greater than 2356 ohms in the right ventricular (rv). The rv pacing impedance was remeasured during the in clinic follow up and high out of range pacing impedance, measuring greater than 6200 ohms was noted. The device was reprogrammed and noise reversion was turned off. A chest x-ray was performed and no anomaly was found. The patient will continue to be monitored via latitude home monitoring system. No additional adverse patient effects were reported. This pacemaker and competitor rv lead remains in service.